Event description:
The reporter did back to back blood glucose tests, within 10 minutes. It was not reported whether or not reporter was using separate fingersticks. Reporter's results were 49, 134, and 82mg/dl. Reporter did not have any symptoms. Control solution testing was not done at that time, due to lack of supplies. On followup, the reporter states checking the confirmation dot for enough blood. Control solution test results were within range with results of 114, 115 and 109 (87-129). No harm was alleged.